Event description:
It was reported, when the surgeon was manually tightening the screws, a failure in the junction between the head and the body had occurred. He replaced both screws with the same item number.

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available, it will be reported on a supplemental report.